Event description:
It was reported that balloon leak resulted in patient complications requiring additional intervention. Diagonal branch stenosis was identified and treated with a 3.00mm x 12mm quantum maverick balloon angioplasty to improve coronary blood flow. Following balloon dilation, contrast leakage occurred and the patient developed chest tightness, shortness of breath, headache, and dizziness, accompanied by bradycardia (heart rate 44 bpm) and oxygen desaturation of 84%. Oxygen was administered immediately and intravenous atropine 0.5 mg, dexamethasone 5 mg, and an infusion of dopamine 100 mg diluted in 100 ml normal saline were provided. The patient's condition improved, with heart rate increasing to 73 bpm, blood pressure stabilizing at 120/54 mmhg, and oxygen saturation rising to 91%. Symptoms were relieved, and the patient remained under close observation. The procedure was completed successfully with an additional balloon, and the patient was safely transferred back to the ward.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).